Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent decompression and fusion at l3-pelvis. This was a revision to a prior surgery. Intra-op, the screw head became locked. The head could not move multi-axially; and could not connect to the construct. Hence, the screw was removed and was replaced with a new one. Reportedly, the alleged screw broke as well, but no broken fragments remained inside patient's body. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visual and optical inspection revealed the top portion of the crown of the screw has been worn from the seating of the rod. The torx tip of the driver that was used has broken off and is jammed in the female torx of the screw . Functional inspection confirmed the screw head was locked in a slightly angled position and was not able to pivot in any direction. The crown has been pushed down through the saddle of the screw not allowing the head to pivot anymore. This is the normal issue when the bone screw is implanted. The screw in its current condition is no longer functional do to the broken driver tip in the head of the screw. If information is provided in the future, a supplemental report will be issued.